Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4). The device was not returned.

Event description:
Avanos medical, inc. Received a single report that referenced eighteen different incidences, which were associated with separate units, involving eighteen different events. This is the tenth of eighteen reports. Refer to 8030647-2018-00566 for the first event. Refer to 8030647-2018-00567 for the second event. Refer to 8030647-2018-00568 for the third event. Refer to 8030647-2018-00569 for the fourth event. Refer to 8030647-2018-00570 for the fifth event. Refer to 8030647-2018-00571 for the sixth event. Refer to 8030647-2018-00572 for the seventh event. Refer to 8030647-2018-00573 for the eighth event. Refer to 8030647-2018-00574 for the ninth event. Refer to 8030647-2018-00576 for the eleventh event. Refer to 8030647-2018-00577 for the twelfth event. Refer to 8030647-2018-00578 for the thirteenth event. Refer to 8030647-2018-00579 for the fourteenth event. Refer to 8030647-2018-00580 for the fifteenth event. Refer to 8030647-2018-00581 for the sixteenth event. Refer to 8030647-2018-00582 for the seventeenth event. Refer to 8030647-2018-00583 for the eighteenth event. It was reported the flex connector had an inadequate connection, it was noted the device was loose and disconnected during use. No additional information was provided.